Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed their right ventricular (rv) lead's capture threshold had risen and the sensing had dropped. A chest x-ray was performed which showed the lead had dislodged. The patient was asymptomatic. The lead was explanted and replaced. During the procedure signs of clavicular crush were noted on the lead. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.